Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, scratch on lens. Additional information has been requested and received stating that the lens inserted and removed. The originally scheduled procedure completed the same day. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.